Event description:
Pt (newborn) was placed on prophylactic azt from 4/7/97 to 4/13/97 as a result of the mother testing positive for hiv 1/2 eia at delivery. Sample from mother was repeat reactive for hiv 1/2 eia but western blot was negative. Confirmatory testing by western blot and immunoblot performed by reference laboratory. Pt weight unavailable. No further pt info available.

Manufacturer narrative:
No pt sample was returned. Reviewed cats data for any trends for false reactivity with lot 24324m301. Evaluated file kit performance of lot 26754m201 since lot 24327m301 had expired. No trend for false reactivity with lot 24327m301 was identified. Lot 26754m201 met package insert criteria for control performance. This is the final report.